Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8:30am. According to the csr's documentation, the patient manages his diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue and subsequently, the patient developed symptoms of vomiting, shaking, and weakness approximate 10-15 minutes later. Approximately 30 minutes to an hour after the alleged issue began, the patient reportedly obtained blood glucose results between '140-150mg/dl' with the emergency room (ER)/ hospital's meter and at 9:30am the patient was administered 65 units of an unknown type of insulin by a health care professional (hcp) in the ER. At the time of troubleshooting, the csr noted that the subject meter's batteries were not replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.